Manufacturer narrative:
(B)(4). (B)(4) - above rated burst pressure (rbp). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicates that the vessel was calcified and tortuous. The balloon ruptured when it was inflated less than 2 atmospheres. The physician suspected that the balloon may have been damaged before the procedure. There was no damage/breakage of the catheter shaft. The device was withdrawn from the anatomy and exchanged for another unspecified dilatation catheter which was used successfully.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the dilatation in the circumflex artery at 20 atmospheres, interaction between an unspecified stent and the 2.0x12 nc trek rx dilatation catheter, contributed to breakage of the catheter. There was no adverse patient effect. No additional information was provided.